Event description:
It was reported that during a mediastinal lymph node biopsy (station 7, sub-carania), the tip of the cryoprobe and specimen were missing when they pulled the endobronchial ultrasound (ebus) bronchoscope out of the patient with the probe still in place in the working channel. A laryngeal mask airway (lma) was used in the procedure and the extraction was rather straight. The tip of the cryoprobe was not found upon performing an extensive airway exam and a post procedural x-ray was negative for the foreign body (note: the physician was not concerned that there was a patient injury or issue.).

Manufacturer narrative:
An examination of the involved cryoprobe revealed that the tip had broken off the distal end. Specifically, there was a slight necking (reduction of the outer diameter) at the distal end of the probe and there was discoloration of the polymer. The metal portion inside of the probe was jagged (i.e., torn). The damage to the end of the cryoprobe is indicative of the tip being subjected to a significant axial or tensile force (note: the break was not at a welding point.). However, no determination could be made as to when the tip was exposed to the pull force or what caused the extraordinary axial force on the end of the probe. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. There have been no other reports of a cryoprobe with such a damage to the tip (i.e., no trends have been identified.). As a result, this issue is being considered as an isolated event. The account is being made aware of the findings. Erbe USA, inc. Is now closing the file on this event.